Event description:
It was reported that an x-ray technologist was driving a ge mobile x-ray system through a patient waiting area when the system contacted a patient causing the patient to fall to the floor. The patient sustained a dislocation fracture of the index finger with a break in the skin from the finger contacting the floor. The index finger was reset and splinted. The broken skin was closed with stitches.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigationhas been completed.

Manufacturer narrative:
The customer reported the presence of the patient was not observed as the technologist did not check ahead for a clear path. The technologist who was driving the optima 220 device did not take proper precautions while driving the mobile unit within the hospital's hallway. The user is expected to observe the surroundings, clear path ways, and check for the presence of any objects or personnel in the pathway of the device. In this case, the user did not attempt to observe for clear path ways which is the cause of the event. The system has been verified for functionality of brakes, drive handle, bumper activations, calibrations and no issues have been identified with the mobile device. In addition, the ge field engineer has reminded the customer of the multiple safety cautions and warnings provided within the operator manual regarding driving the mobile unit.